Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain lower ("left lower abdominal pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain lower (serious criteria medically significant and clinically significant/intervention required) and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, and left sided oophorectomy on (B)(6) 2016) and surgery (hysterectomy, bilateral salpingectomy, and left sided oophorectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, abdominal pain lower and menorrhagia outcome was unknown. The reporter considered pelvic pain, abdominal pain lower and menorrhagia to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and left lower abdominal pain. A hysterectomy, bilateral salpingectomy, and left sided oophorectomy was performed. Essure was removed. The events are anticipated according to the reference safety information for essure. Pelvic pain and abdominal pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain lower ("left lower abdominal pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: levothyroxine. Concurrent conditions included overweight and hypothyroidism. Concomitant products included citalopram, ibuprofen, ketorolac, linum usitatissimum seed oil (flaxseed oil), multivitamin, naproxen, ondansetron and tramadol. On (B)(6) 2011, the patient had essure inserted. In january 2015, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced nausea ("nausea"). In november 2015, the patient experienced abdominal pain ("pain,/left side pain"). In january 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). In february 2016, the patient experienced the first episode of menorrhagia ("excessive bleeding during menstruation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required) and the second episode of menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy, bilateral salpingectomy, and left sided oophorectomy on (B)(6) 2016) and surgery (hysterectomy, bilateral salpingectomy, and left sided oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown and the vaginal haemorrhage, nausea, abdominal pain, fatigue and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, nausea, pelvic pain, vaginal haemorrhage, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technic issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, lab data, product details, concomitant drug, events- abnormal bleeding (vaginal), menorrhagia, nausea, dyspareunia (painful sexual intercourse), pain,/left side pain), fatigue, weight loss were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technic issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality-safety evaluation of product technical compliant (ptc) was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and left lower abdominal pain. A hysterectomy, bilateral salpingectomy, and left sided oophorectomy was performed. Essure was removed. The events are anticipated according to the reference safety information for essure. Pelvic pain and abdominal pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious event was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.